Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 - material rupture. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "rupture, capsular contracture baker grade IV and exchange". Device remains implanted.

Manufacturer narrative:
Clarification to h6 adverse event problem: un-reporting a0412 material rupture as the device was confirmed to be intact upon explant.

Event description:
Healthcare professional reported right side "rupture, capsular contracture baker grade IV and exchange". Healthcare professional later reported right side device "was not ruptured". Device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
This record is for the right side.